Event description:
In 2007, the dr performed a "left knee arthroscopy medial meniscectomy medial wedge osteotomy" on a male pt. Two months later, the pt developed an infection and was admitted to the hosp for an I & d of the left knee. The pt was treated with "vancomycin 1 gram/gentamycin 80 mg and recephin 2 grams for 6 weeks with pt discharge."